Manufacturer narrative:
Additional information: g6, h2, h6, h11 corrected data: h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported side-port detachment could not be conclusively determined.

Event description:
During a heart catheterization, the introducer was placed in the patient's right internal jugular vein. Two days post procedure, the patient complained of leaking IV fluids from the site. The nurse found that the side-port of the introducer was no longer attached and bleeding was noted from outlet hole. The site was covered and the introducer was removed with no harm to the patient.